Manufacturer narrative:
(B)(4) date sent: 4/10/2026 d4: batch #a98u6n. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. During device analysis a battery was installed in the device, and an audible/haptic feedback was perceived when the motor was turned on. The articulation buttons were pressed and worked intermittently; the lower button on the left side of the joint, when pressed, articulated to the opposite side. When pressing the firing trigger, the device did not respond, and neither audible/haptic feedback were perceived. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling test on the pcb was performed and it was determined that the pcb was non-functional and damaged. The damage to the pcb is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event log was reviewed. An error was identified that may be related to the reported event, though the cause of the error has not been identified. Troubleshooting was attempted and unsuccessful, the error may have not been recoverable. Furthermore, several events were found such as part clamp sensor voltage out of range, unclamped sensor voltage out of range, and transect sensor voltage out of range. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. Additionally, the log indicated that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. A manufacturing record evaluation was performed for the finished device batch number a98u6n, and no non-conformances were identified. In addition to the device being returned, a video was also submitted for evaluation. During the visual analysis, the following was observed: the video shows an echelon device in the user's hands. It can be seen that the user presses the home button and the articulation buttons; on several attempts the device's haptic sound is not heard. The user close the closing trigger and repeatedly presses the home button again, but the haptic sound still cannot be heard. At the 00:16 mark: they open the device, remove the battery, and reinsert it; at that point the haptic sound is heard. When pressing the home button, the articulation moves to the left. At the 00:29 mark: they press the home button and the articulation buttons repeatedly; the haptic sound is audible, but the articulation does not move. At the 00:41 mark: the device responds and the articulation returns to the home position. Afterwards, when they try again, the device appears unresponsive. At the 00:53 mark: they remove the battery and insert what appears to be another battery; the haptic sound is heard again. Pressing the articulation button moves the articulation to the left. At the 01:04 mark: they press the articulation button and the home button repeatedly, but the device again appears unresponsive. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during an unspecified surgical procedure, it was observed the power shut down on the device when they activated the 9th firing after completing eight firings. There was no patient consequence nor surgical delay reported. No additional information provided.